Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to moisture damage at electronic assembly. Insulin pump found moisture damage at motor assembly noted.

Event description:
Information received by medtronic indicated that they insulin pump had blank display. No harm requiring medical intervention was reported. Customer stated that insulin pump was exposed to moisture. The customer was assisted with troubleshooting and customer reports display was blank currently. Customer stated the display was not blank less than 30 seconds and did not returned. The customer removes the battery and stated the insert battery alarm did not display on the insulin pump screen. Customer stated the contact on the battery cap was neither missing nor damage. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated that display did returned after insulin pump restart. Customer stated they did hear fluid when shaking the insulin pump. Customer stated the insulin pump was not dropped. The insulin pump will be returned for analysis.